Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump multiple m error codes. Customer¿s blood glucose level was unknown. Customer also reported random no delivery alarms. Customer declined 24 hour technical support. The device will not be returned for analysis.